Event description:
It was reported that the stent detached from the catheter prior to inflation. No further information received on event. No patient injury reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). (Limited information on event received). (No device received for evaluation); no results available since no evaluation performed. Evaluation conclusion: known inherent risk of a procedure (stent embolism). (Limited information on event received). Unable to confirm complaint (no device received for evaluation). Device not returned. (B)(4).